Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation and overlay tubing were distorted from being kinked/buckled. The overlay tubing was breached from being torn and pulled/stretched/overstressed. Also the lead appeared damaged at implant.

Event description:
It was reported that during implant, the right ventricular (rv) lead was very difficult to implant to the proper place and it was not able to bring the lead into the rv. When the rv lead was removed after several attempts, it was seen that the rv lead had insulation damage. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.